Manufacturer narrative:
Device passed self test. Pump received error 38 during rewind due to corroded motor home switch and exposure to magnetic field. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. No pump error 43 noted. Device tested outside the insulin pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error. Customer's blood glucose value was 368 mg/dl. The customer was assisted with clearing the alarm. Customer states pump was exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.